Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 120 mg/dl - "high" on the on the continuous glucose monitor. Elevated blood glucose was addressed by changing supplies. Customer changed supplies to address the issue.